Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: -insertion part of the adhesive-rubber had a leak. In addition, the following reportable malfunctions were identified during the device evaluation: -insertion part of the air water channel had foreign material. (White foreign material) -control unit of the air/water cylinder (tube) had foreign body. (White foreign material) -control unit of the air/water cylinder had foreign body. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: the white foreign material detected by income inspection has been handled by omsc CAPA-201632. According to the investigations of CAPA, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Fca process has been initiated for white foreign material (hha no.: fy25-087). If any action is required to the customer, it will be conducted in accordance with fca process. CAPA owner was informed about this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in the control unit for the air/water tube, insertion part of the air/water channel, and control unit for the air/water cylinder. There was no patient involvement.